Event description:
Patients right hip has been painful ever since initial total hip surgery, patients has back surgery injections nothing has helped this patient, patient came back to doctor's office still in pain. X-ray showed acetabular component was vertical and possibly loose,the x-rays were far different than post op x-rays on (B)(6) 2008 where cup looked in normal position, original surgery done in 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding acetabular malposition with possible loosening involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information.

Event description:
Patients right hip has been painful ever since initial total hip surgery, patients has back surgery injections nothing has helped this patient, patient came back to doctor's office still in pain. X-ray showed acetabular component was vertical and possibly loose,the x-rays were far different than post op x-rays on (B)(6) 2008 where cup looked in normal position, original surgery done in 2008.